Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to recurrent bacteremia, respiratory failure, and kidney failure while on dialysis. The death was not considered to be device related and the device will not be returned for evaluation.

Manufacturer narrative:
Section b5: onset of the recurrent bacteremia is captured under MFR #2916596-2022-14119 manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively established through this evaluation. Furthermore, a specific cause for the patient's bacteremia could not be determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists respiratory failure, renal failure, infection, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.